Event description:
The initial reporter's complaint in 2006 was that a blood pressure reading could not be obtained. This type of problem is not reportable as an MDR. During the MFR's testing of the device on 01/12/2007, it was discovered that the device would not provide a shock and displayed a pads lead fault message. Note 1: the initial reporter has not provided this info. A supplemental report will be filed if additional attempts to acquire the info are successful.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator and the actual device involved was returned for eval. The device user's complaint was that a blood pressure reading could not be obtained. This type of problem is not reportable as an MDR. During inspection and testing of the device, however, the MFR discovered that the device would not provide a shock (which is a reportable malfunction). Regarding the blood pressure malfunction, the complaint could not be duplicated. It is possible that the reported measurement difficulties were caused by excess vibration in the user's air transport environment. This is an inherent limitation of non-invasive blood pressure measurement technology and is disclosed in product labeling. Regarding the secondary findings: a pad lead fault problem was found during testing and traced to a failed relay. The failed relay caused the device to be unable to deliver a shock. The circuit board associated with this relay was replaced to correct the problem. A problem with a noisy ECG signal was found and corrected by the replacing a faulty internal connector. After repairs, the device passed all acceptance testing and was returned to the customer.